Event description:
Per raised with minimal information: the customer reported, via the sales rep, that the plate appears not to hold the reduced fracture together in the 4-week follow-up x-ray. It is further reported that this has occurred on 2 separated occasions. It is further reported that further information has been requested.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.